Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge field service engineer (fse) reported that the customer requested a fiber optic functionality check as an accommodation. The fse performed a functional test with the trainer, fiber optic test module, and balloon, which the iabp passed. The fse also performed a fiber optic test in service diagnostics, which the iabp passed. Finally the fse performed a visual inspection and found a slight crack in the fiber optic connector and an errant vertical line on the display, that did not interfere with the readings or waveforms. The fse replaced the fiber optic connector/cable assembly and the display along with the upper inside badge label and the product ID label. The fse replaced the safety disk as it was due for replacement at the specified cycle interval. The fse verified that the iabp calibrated and passed all functional and safety tests per factory specifications, and returned the iabp to the customer, cleared for clinical use. (B)(6).

Event description:
A getinge field service engineer (fse) reported that the intra-aortic balloon pump (iabp) had a damaged fiber optic connector. This event occurred during service/test by a company representative. No patient was involved and no adverse event has been reported.